Event description:
One pacific xtreme balloon catheter was used to treat stenosis of the left posterior tibial artery. Approximately 10 months post use of the device the patient underwent pta of the tibilais posterior left side to treat restenosis. Outcome is resolved

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (restenosis of the dilated artery). (B)(4).